Manufacturer narrative:
Date rec'd by MFR: 30jul2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse found that the unit declared errors 1115 (auxiliary alarm supply failed), 111b (35 volt supply failed) and 1104 (primary alarm failed). The unit would not respond to touch and would not power off then displayed a message "missing 35 volts". The fse also determined that the power connecter from the power supply was not seated correctly. The fse replaced the touch glass, power management board, motor controller board and power supply to address the findings and the issues were resolved. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 15oct2019. Date of report: 15oct2019. The motor controller and power management board was returned for failure analysis. During testing, no faults were found and the complaint could not be verified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03may2019. A follow up report will be submitted once the investigation is complete.

Event description:
It was reported by the customer that the unit declared multiple alarms, the touchscreen froze and the battery had to be removed to turn the unit off. The device was in use at the time of the event; however, there was no patient harm. Event date not specified: estimate used.